Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, channel 2 of the device was programmed to deliver an unspecified concentration of levophed, at a rate of 100mcg/min, and the delivery was started. No further programming parameters were provided. At 2015, the nurse reported while plugged into ac power, the device alarmed with e321 (battery charger timeout) and the delivery stopped. At that time, it was reported that the pt's systolic blood pressure decreased from an unspecified level to the 40's mmhg. The customer contact reported the pt was treated with bolus of an unspecified medication. The device was removed from clinical service. Therapy was resumed using a replacement device. After an unspecified length of time, the customer contact reported that that pt's systolic blood pressure and mean arterial pressure was reported as improved. No specific details were provided. Though requested, the customer declined to provide additional information.

Manufacturer narrative:
The device passed testing. The e321 (battery charger timeout) alarm that was reported by the customer contact was noted in the device history but was not duplicated during testing. The possible cause of the e321 alarm is a completely discharged battery. The device history was downloaded at the service center. The device history indicated that the device continued to be in use after the reported date. All data from the reported event date of (B)(6) 2012 was overwritten by the newer information. This report represents all the information known by the reporter upon query by hospira personnel.